Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A representative reported via interdepartmental helpline solutions tracker of a faulty reservoir. The customer stated that insulin started to leak out of the reservoir during her set change. The customer stated that the tubing is almost curly so she was concerned. The customer stated that she had a blood glucose reading of 69 mg/dl for a couple of days, and it was a little higher at 170 mg/dl during the time of the call.